Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the lead was fractured above the anchor site. It was stated that a twist lock anchor was previously used. The extension and lead were replaced, along with the implantable neurostimulator (ins). It was added that the ins was replaced due to low voltage (6 years old).

Event description:
It was reported that there were high impedances greater than 10000 ohms. The reporter stated that the patient was no longer receiving stimulation the morning of the report. It was noted that the device battery service life was ok. It was reported that the electrode configuration was changed but there was still no stimulation. There were no patient symptoms related to the event and the patient suffered no injury or adverse event. It was reported that the patient was given a doctor's name for follow up as he was on an "aging stim report" and was also not receiving stimulation. It was unclear what this referred to. The reporter stated that the patient wanted to proceed with a replacement as the therapy helped him a lot. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v008253, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 355029, lot# n069094, implanted: (B)(6) 2006. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead revealed ¿all conductor wires were broken 53.2 cm from the proximal end.¿ it was further noted the wires were broken ¿at or near the twist lock anchor.¿ it was stated the ¿setscrew mark was on the edge of the #0 connector sleeve and on the insulation between #0 and #1.¿ analysis of the anchor revealed the ¿anchor site was 51.2 cm from the proximal end¿ of the lead. No anomaly found. Analysis of the implantable neurostimulator revealed "insignificant anomalies."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.